Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device foot plate never deployed, and everything pulled right out. The patient condition was stable. The procedure was successful. There was no patient injury or medical/surgical intervention.

Event description:
Additional information was received 26feb2020. A 6fr sheath was used. Aa pre-deployment angiogram was performed. Everything felt like it inserted and deployed; however, when they went to withdrawal, everything came out, so the foot did not deploy. The patient's condition was stable. Thirty five minutes of manual compression was performed to achieve hemostasis. There was no blood loss greater than 250cc. There was not a bad patient outcome. The artery of the lower extremity was not previously treated. It was a right superficial femoral artery (sfa) site of access using the seldinger technique.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5. It was initially reported that the actual sample was available; however, it was confirmed the device is not available, therefore, sections d10 and h3 have been updated. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the unused samples. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.